Event description:
The customer reported sodium (na) instability involving a beckman coulter au680 clinical chemistry analyzer. The customer indicated that erroneously low na patient results were noted 2-3 hours after the ion selective electrode (ise) was calibrated and quality control (qc) was run during startup. Qc results after the event drifted lower as well. The customer proceeded to recalibrate the ise and qc passed within specifications. Patient samples were repeated before results were reported out of the laboratory. The customer provided a verbal example of low na result of 135 meq/l which recovered 145 meq/l upon recalibration. The customer mentioned that one of their clients had complained about unexpected low na results and the samples were sent to another laboratory for retesting. For a comparison study, the customer rerun the samples on the original analyzer as well and both the in-house and sent-out results matched and were higher than the original result. Patient data has been requested but not supplied by the customer. There was no affect or change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched on (B)(4) 2013 and noted no failure of the reference valve was detected; hardware was performing as expected. The fse performed ise enhanced cleaning, and primed and calibrated the ise. The fse indicated that the ise slopes were improved but recommended the customer to not run the analyzer until a second evaluation of the system was performed. A second fse evaluated the system on (B)(4) 2013 and replaced the na electrode. Repair was verified and results met published specifications. Failure mode is determined to be the sodium electrode.